Event description:
A 28mm diameter x 16mm diameter x 16.5fmm length aneurx bifurcated stent graft was inserted into a patent for endovascular treatment of a ruptured abdominal aortic aneurysm it was reported that the patient presented to the emergency room with a ruptured abdominal aortic aneurysm. Due to the patient's condition the physician did not feel the patient was a good candidate for conventional surgical repair. The physician elected to treat the patient endovascular repair. The stent graft system was successfully deployed, however, due to the large aortic neck they were unable to achieve adequate seal. The physician elected to perform a surgical conversion for aaa repair. No additional sequelae were reported and the patient was in stable condition at the end of the open surgical repair procedure.